Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported clinician has an event "several months ago" where a pump continuously alarmed for air-in-line, with no air visible in the line. Clinician troubleshooted by unloading and reloading the tubing, disconnected from the patient to allow fluid to flow and any non-visible air to be dispelled, the pump still alarmed with air-in-line. Alarm only resolved once she replaced the tubing and fluids. Bd clinical consultant on-site encouraged clinician to tag pump for biomed in the future, to retain tubing, and notify bd". There was patient involvement, but no harm.

Event description:
It was reported clinician has an event "several months ago" where a pump continuously alarmed for air-in-line, with no air visible in the line. Clinician troubleshooted by unloading and reloading the tubing, disconnected from the patient to allow fluid to flow and any non-visible air to be dispelled, the pump still alarmed with air-in-line. Alarm only resolved once she replaced the tubing and fluids. Bd clinical consultant on-site encouraged clinician to tag pump for biomed in the future, to retain tubing, and notify bd". There was patient involvement, but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had air in line alarms was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.